Event description:
International customer reported that the suture broke during knot tying. No adverse patient consequences were reported.

Manufacturer narrative:
The actual device that is the subject of this report was received and visually examined. The sample is a 35 cm long suture with a broken end. Conclusion: the suture shows signs of degradation. No further testing was possible. No conclusion can be drawn.